Event description:
It was reported by the user facility in the united kingdom that a patient today had white bits from the phako tip enter the eye. Pictures were provided. The particles were aspirated into the cassette. No medical intervention was reported, and the outcome was good.

Manufacturer narrative:
The product has not been returned to the manufacturer for evaluation. The sterilization and lot history records were reviewed and found to be acceptable. Investigation is ongoing.

Manufacturer narrative:
Correction to h6 health effect impact codes from: 4645 to: 2199.

Manufacturer narrative:
The particulate was analyzed for composition using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicated that the sample consists primarily of carbon, oxygen, and nitrogen, with lesser concentrations of sulfur, copper, sodium, chlorine, calcium, iron, phosphorus, silicon, and potassium. This composition is consistent with an organic material. The sample was then analyzed using pyrolysis/gas-chromatography. Gc/ms analysis of the sample suggests that it is composed of glue. The analysis suggested that the submitted sample was composed of glue but could not confirm sample identity due to limitations in sample size. The tubeset was sent to the vender for evaluation. All joints on the tubeset are banded with cyclohexanone. Cyclohexanone is comprised of carbon and hydrogen only and clear in color. Investigation concluded the foreign matter is not related to the production of this tubeset and did not derive from the facility. The balanced salt solution was sent to the vendor and their investigation determined that the brown material did not derive from the bss product or its manufacturing process. The cassette assembly drawing and pack assembly work instruction were reviewed. No glue is used in the assembly of these devices. The most likely source of these particles would be from inadequate cleaning of the handpiece. Build-up inside the handpiece could result in this type of foreign matter if not cleaned thoroughly after each use. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
An evaluation of the photo provided confirms a white particle entered the eye. Although product was returned by the customer unlabeled, we cannot confirm which complaint it is for. Visual inspection of the returned samples found the assembly dirty with fluid in the lines. The balanced salt solution bottle is approximately half full. The cassette has approximately an ounce of fluid inside. Closer inspection found 3 particles/substances. One was in the connector and 2 others were in the tubing at approximately 2¿ from the connector. The fluid was drained from the collection cassette and tubing into a beaker. The fluid has a cloudy white and has the appearance of fungal growth. The fluid in the beaker was filtered through a 0.45-micron filter to trap any possible particulates. The filter was microscopically examined and found many jell-like particles/substances that had the appearance of organic matter. Two particles/substances were measured. One particle/substance is 719 x 1425 microns, and the other is 2248 x 1323 microns. The substance is soft and squishy and not hard. This sample will be sent to the lab for analysis. The investigation is ongoing.